Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18081. It was reported that the right atrial lead and the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was in recovering condition.